Event description:
Device malfunction: breakage of device. Time of device malfunction: during vessel closure. Symptoms/ae: surgery. It was reported that a physician un-trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during advancement of the device, the sheath to the proximal guide became stuck in the artery, broke into two pieces, and was surgically removed from the patient anatomy. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.